Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a stroke following the deployment of the stent. The patient was given medication, dose and type were not disclosed, and recovered from the stroke. No other information is available.